Event description:
It was reported that the cot dropped with a patient. The main frame flexes enough that it touches the locking mechanism and will not let the locking mechanism slide over to lock when greater than (B)(6) is applied. It is unknown if additional adverse consequences were reported. The patient was carried into the emergency room.

Manufacturer narrative:
Other: cot drop.